Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure where two permanent trial leads were inserted retrograde/transgrade through the foramen at l5 and s1. The electrodes were placed via an incision, connected to extensions, and tunneled to exit laterally. An additional trial lead was also placed the same day. The procedure was completed without complications, and the patient was discharged after programming. During the follow-up visit, no issues were reported. Days later, the patient presented with headache, sweating, and not feeling well, the symptoms worsening when upright. The doctor evaluated the patient and suspected a dural puncture, as a result the patient received IV fluids, anti-emetic medication, IV acetaminophen, and was advised to take caffeine pills before being discharged. On a routine follow-up, the patient reported persistent headache and significant congestion. Then the doctors assessed the patient and determined no further intervention was necessary, expecting symptoms to resolve spontaneously. The patient mentioned that he had experienced transient shoulder and arm weakness after the procedure, which was attributed to positioning on the table and this has fully resolved. The complication is identified as cerebrospinal fluid leakage (csf leak). In the physicians opinion, the device or procedure did not cause or contribute to the complication. The patient was not admitted beyond standard care, and the issue remains ongoing. No further information has been obtained.